Event description:
It was reported to philips that the device buttons underneath the display were tearing away from the monitor. There was no reported patient or user involvement and no adverse patient/user impact.